Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached the results of our investigation. (B)(4).

Event description:
It was reported that a t-handle broke during surgery causing a delay of more than 60 minutes. No adverse impact to the patient.